Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors (valve moved on balloon and was not between markers causing asymmetrical valve deployment) resulting in the valve embolizing into the ventricle. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in europe, during a transfemoral tavr procedure in the aortic position, the first valve embolized to the aorta and was repositioned and deployed in the abdominal aorta. During the attempt to deploy a second valve, the valve moved ventricular and embolized into the ventricle. The patient was converted to surgery. The devices were prepared as per IFU without any problems. The esheath was inserted and the valve was pushed through the esheath with normal resistance. The valve alignment was performed successfully, although there was severe tension on the system, the valve was positioned in the annulus. Then while pulling back the flex shaft, the valve moved aortic on the balloon and was not between the markers anymore. It was decided to deploy the valve regardless of not being between the markers as there was no other option. It was planned to inflate the valve slowly and once the valve opened more towards ventricle to pull back the balloon slightly and subsequently inflate the proximal part of valve. However, this did not work as planned. The valve was inflated slowly and it opened asymmetrically, more towards the ventricle side. The balloon was pulled back in order to fully inflate the valve but the valve had not anchored enough in the annulus and embolized into the aorta. The valve was pulled back and deployed in the abdominal aorta. As the patient remained stable, a second 29mm sapien 3 valve was prepared. The esheath remained in the patient and the new valve was pushed through without problems. Then while performing the valve alignment, tension was noted in the delivery system and the delivery system seemed to flex although the flex wheel was not turned and still in default position. The gross alignment could only be done under heavy resistance and the fine alignment did not work properly either. The valve could not be brought between the markers. Despite of this, the valve was positioned in the annulus and the flex shaft was pulled back to the second marker. Although the valve was not exactly between the markers, it was attempted to implant the valve. Again, the valve opened asymmetrically. The second valve moved ventricular and embolized into the ventricle. The patient was converted to surgery. A transapical access was prepared and the embolized valve in the ventricle was recovered through the apex and afterwards a transapical sapien 3 valve was successfully implanted. The patient was stable in ICU post procedure. Note: this report pertains to the second deployed valve.

Manufacturer narrative:
Related mfgr report numbers:2015691-2017-02427, 2015691-2017-02439 and 2015691-2017-02440.